Manufacturer narrative:
(B)(4). Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. No general product failure was identified. No biased result was reported to the physician. The patient was not harmed.

Event description:
On (B)(6) 2022, a customer complained to an ortho laboratory specialist (ls) about what was described as a discrepant negative result in d(rh1) antigen typing for a patient using bioclone anti-d(rh1) lot db332a1 in tube technique. Complainant: (B)(6) - medical technologist. Complaint reporter: (B)(6) ¿ ortho laboratory specialist. Date of event: (B)(6) 2022. Reported on (B)(6) 2022 by (B)(6) to (B)(4) who reported it on the same day to orthocare help desk. Reagents: anti-d (monoclonal - polyclonal blend) bioclone (product code 717380; lot db332a1; expiry 03 april 2022, manufactured 03 april 2020) ortho biovue system abo-rh/reverse cassette (product code 707100; lot abr299j; expiry 05 july 2022; manufactured 08 october 2021) shidia anti-d monoclonal igm, shinyang diagnostics, korea (lot not provided). Software version: not applicable. Patient information: no transfusion history. The customer reported that, on (B)(6) 2022, they had tested a patient sample three times for d(rh1) antigen typing using ortho biovue system abo-rh/reverse cassette lot abr299j, and that they had obtained two mixed field reactions, and a positive (3+) reaction with the biovue anti-d(rh1) reagent. The customer reported that, on (B)(6) 2022 due to the reaction strength obtained with biovue anti-d(rh1) reagent of the ortho biovue system abo-rh/reverse cassette violating threshold setup (3+), they had tested the same patient sample for d(rh1) antigen typing using anti-d bioclone lot db332a1 in tube technique, and that they had obtained a negative reaction. The customer was expecting a positive reaction. The customer reported that, on the same day, they retested the same patient sample for d(rh1) antigen typing using an alternative commercially available method (competitor's anti-d monoclonal igm) in tube technique, and that they had obtained a positive (3+) reaction. The customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a result of the reported event.